Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the crt-d insertion procedure on a patient with low ejection fraction, a pericardial effusion from a suspected cardiac perforation occurred, causing the patient to expire. The pacing catheter was in the heart for five days using internal jugular access. The threshold had been going up and the output kept being increased. When the threshold went up, the pacing catheter was moved to a better location. The rv lead was successfully implanted and the 3830 mdt lead was just starting to be placed in the heart. Soon after the temporary wire was removed, the patient¿s pressure started dropping. Fluoroscopy showed the pacing catheter outside of the cardiac silhouette. The 3830 lead was immediately removed from the body and a pericardiocentesis was performed. 30-45 minutes after the first drop in blood pressure was noticed and during the middle of the pericardiocentesis, the patient¿s blood pressure dropped again and the patient ventricular fibrillation arrested. External shocks could not convert the patient¿s rhythm, and despite chest compression and multiple attempted defibrillation shocks, the patient did not survive.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Information from the field stated that the pacing catheter was in the heart for five days. The current pacel bipolar pacing catheter instructions for use states that temporary pacing leads which are indwelling for extended periods of time (greater than 72 hours) should be routinely evaluated and replaced as needed. Based on the information received, the cause of the reported incident could not be conclusively determined.